Event description:
No additional information was received from the customer. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and f10. B1 should not be marked as an adverse event, and b2 should not be marked at all. F10 health effect impact code updated.

Event description:
It was reported that during an unknown procedure, this generator exhibited error code e006, insufficient conductivity. This caused a procedure delay of 30 minutes or more, while patient was sedated. The procedure was completed with a competitor device. There were no reports of patient or user harm.